Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of poor aspiration. As a preventative measure (pm), the host was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was received by the manufacturer. The host was replaced by the company service representative as a preventative measure. There was no nonconformity found in the field. Therefore testing was not required and not included in this investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an ophthalmic procedure the was poor aspiration in the irrigation/aspiration mode and the phacoemulsification mode. The patient experienced an unstable anterior chamber following the removal of the handpiece. The procedure was completed with no harm to the patient.